Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400g/dl. Customer also reported other relevant blood glucose was 190 mg/dl. The insulin pump will be not returned for analysis.